Manufacturer narrative:
Concomitant medical products: 4087 lead implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of dizziness and pre-syncope. There was loss of capture noted on the right ventricular (rv) lead, oversensing, and high rv defib coil impedance. It was also noted that a rv defib lead impedance warning was triggered, there were high thresholds and oversensing that inhibiting device causing syncope. The rv lead was explanted and replaced. Additionally, it was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion due to high outputs. The crt-d was also explanted and replaced. No further patient complications have been reported as a result of this event.